Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains ongoing on vad support and no further related issues have been reported. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase level was 500-700 u/l. A log file was reviewed by the technical service representative and there were no remarkable trending events in the pump parameters. No additional information was provided.